Event description:
Consumer complaint of low blood glucose results. Performed back to back blood tests - 59 and 60mg/dl. Caller states glucose is normally 95-110mg/dl at this time of the day. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).